Manufacturer narrative:
Complaint coding has been updated to align with current definitions and more accurately reflect the reported event. H6 codes f1905 and f02 have been implemented. Health effect ¿ impact code f1904 has been obsoleted, as it is no longer applicable.

Event description:
Clinical narrative: impella cp was inserted via right femoral artery in a 60-year-old male for post cardiogenic shock and low cardiac output syndrome indication. The patient¿s comorbidities included known coronary artery disease and diabetes mellitus. The patient¿s clinical state was society for cardiovascular angiography and interventions shock stage e. While on support the device functioned as expected range of p8 with flows of 3.6 liters with a purge solution of d5w with sodium bicarbonate. The patient developed red-colored urine and hemolysis was suspected. No additional laboratory values were provided to confirm the diagnosis. Echocardiography was utilized to assess device positioning, and the impella cp device was noted to require a deeper position due the septum being oddly shaped, at approximately 5 centimeters. Repositioning attempts were made under echo imaging, despite these adjustments the hemolysis persisted. The decision was made to escalate support to impella 5.5. On the day after the 5.5 was placed the patient expired on the 5.5 pump. There is no allegation that hemolysis observed with the cp caused or contributed to the patient outcome.

Manufacturer narrative:
The impella device was disposed of. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the hemolysis was unable to be determined due to insufficient clinical information and no product returned.